Event description:
The customer contacted olympus to report they found the bending sheath cover of the evis exera ii colonovideoscope torn with metal showing. The malfunction was identified during reprocessing. The customer reported no patient involvement.

Manufacturer narrative:
The device was returned and the customer's complaint was confirmed. In addition, the following minor defects were found: bending section rubber shredded. Connector cover insulation and angulation below specification. Damage and non-olympus parts due to 3rd party repair . Scratched objective lens, light guide tube. Black dots in the image. Scope connection mouthpiece loose. Grinding at the control knob. All labels peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely caused by inappropriate third-party repairs and inadequate durability of the equipment. Further investigation revealed the device consisted of non-olympus parts and adhesives. Therefore, it was determined that the device was repaired by a third party. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage." Olympus will continue to monitor field performance for this device.